Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a hole in the balloon was noted. A maverick 2 monorail 12mm x 2.5mm had been selected to treat an unspecified coronary lesion and was advanced through a guide catheter. Blood was noticed inside the encore inflation device despite the balloon never entering the coronary vessel and a hole in the balloon was suspected. The procedure was completed with another of the same device. No patient complications were reported during or following the procedure.